Manufacturer narrative:
The customer will need to purchase a new hdd in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) will not go into the os and will stay on a dark screen stating "no os found". The customer also reported that this issue occurred when they swapped their corrupted hdd drive and placed it into a different hdd spot. The customer will need to purchase a new hdd in order to mitigate this issue. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) would not load the os and displayed a "no os found" message. This issue occurred when they swapped a corrupted hdd drive, inserting it into a different hdd slot. No patient harm was reported. Investigation summary: during troubleshooting, it was noted that one of the hdds of the device was corrupted. The device had been in service since 04/30/2016. A review of the history of the serial number identified no other reports of hdd failure on the device. Based on the available information, a definitive root cause could not be identified. Hdds are routine service component. Per tn-1270, the hdds of the cns must be inspected after it has exceeded 20,000 hours of run time (roughly 2 years) and replaced if necessary. If the customer had not replaced the hdds since the device was put into service, the most probable cause of the issue is wear and tear of the hdds. Per an nkc investigation, in order for the hard disk drive to cause adverse health consequences, an improbable sequence of user errors and other events would all need to occur: the user declined to permit installation of a software patch; the user failed to respond to warning alerts that one of the two hard drives has failed; the user failed to perform periodic testing and maintenance of the hard drives; a critically ill patient sustained sudden deterioration simultaneously as the occurrence of a failure of the second (redundant) hard drive; caregivers were unaware of triggering of alarms on the bedside monitors or have a delayed awareness.

Event description:
The customer reported that the central nurse's station (cns) would not load the os and displayed a "no os found" message. This issue occurred when they swapped a corrupted hdd drive, placing it into a different hdd slot. No harm or injury occurred.